Event description:
It was reported that a patient was implanted with a progav 2.0 shunt system (#fx440-t) at the end of (B)(6) 2022 (the patient was one and a half years old). The patient's condition remained stable after five pressure adjustments from 100 to 60. The last pressure adjustment was performed on (B)(6) 2023. On (B)(6) 2024, the patient had stomach pain that did not improve. On hospilization, an x-ray showed that the gravity valve and the abdominal end of the implanted shunt system had become detached and the abdominal end had fallen into the abdominal cavity. The catheter was replaced on (B)(6) 2024. No further complications were reported and the device was returned to the manufacturer for investigation.

Manufacturer narrative:
Based on the review of the submitted x-ray and the returned product, a meaningful analysis is not possible. The returned shunt system is not consistent with the device shown in the x-ray. We are unable to handle the case based on the available information. Growth of the child could be a possible reason for this type of catheter rupture. Due to growth, tension is exerted on the catheter in the cervical area. The abdominal catheter should be monitored by the clinic regularly and replaced if necessary. Nevertheless, based on assumptions, it is not possible to provide a well-founded statement about the reason and cause for the rupture.